Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned trial indicated that a portion of the outer profile fractured off. The fractured portion was not returned. This device was manufactured in 2014, showing signs of wear/ use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the device was damaged. Broke during use, all pieces accounted for. No delay or injury reported. Procedure finished with same device.